Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, after inserting the sheath into the heart chamber and inserting the needle into the dilator to perform septal puncture, the needle and dilator were removed, and blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.